Event description:
A call was received through technical services stating that at routine changeout for the ipg, bipolar lead impedance was measured at 234 ohms /unipolar 260. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.